Manufacturer narrative:
This report is submitted on march 28, 2022.

Event description:
Per the clinic, the patient experienced migration of the electrode array into the external auditory canal. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 8, 2022.